Event description:
It was reported that during an unknown procedure, the device misfired while in the body. The customer stated that the clips would not come out of the device. There were no patient consequences. It was not noted how the case was completed.

Manufacturer narrative:
(B)(4). Malformed clip, orange indicator over traveled the analysis results of the el5ml device found that it was received with a j shaped clip inside the jaws. The jaws were inspected and no burr was found that could lead the received j shaped clip. Upon firing of the device the clips were fed and properly formed. The device locked out as intended but the orange indicator was visible at 11th firing sequence thus, it over traveled. These findings are not related to the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.